Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the swg (spring wire guide) unraveled during removal.

Event description:
The customer alleges the swg (spring wire guide) unraveled during removal.

Manufacturer narrative:
(B)(4). The customer returned a single unraveled guide wire for evaluation. No other components were returned. The guide wire showed evidence of use in the form of dried blood. Visual examination revealed the guide wire is unraveled from the distal weld and has multiple kinks in the guide wire body. The exposed distal end of the core wire is deformed but retains the j-shape. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The exposed distal core wire tip is tapered and discolored at the point of separation. Both welds appeared full and spherical. The guide wire is kinked 17, 27 and 191mm from the distal tip or the core wire. The broken core wire measured 601mm in length, which is within the specification of 596-604mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.852mm which is within specification. The undamaged proximal end of the guide wire was able to pass through a lab inventory 18ga needle and arrow raulerson syringe (ars) with minimal resistance. A manual tug test confirmed that the proximal weld was intact. (Con't) other remarks: a device history record review was performed on the guide wire and catheter and no relevant issues were identified. The instructions -for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the sp ring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3cm and attempt to remove the spring- wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.